Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference e-complaint-(B)(4).

Event description:
"Per customer's statement on repair authorization form " fails to defrost". Reference repair order: (B)(4)." Ref e-complaint-(B)(4).

Manufacturer narrative:
Reference e-complaint(B)(4). Investigation: x-inspect returned samples. Analysis and findings : a review of the 2 yr complaint history reveals similar issues. A review of the DHR is not available but not expected to provide relevant information for this complaint unit. This unit was manufactured in the year 2000. Service & repair confirmed the complaint condition. However, the internal components had been expose to sold soak solutions that left residue on the surfaces. Such a contamination will interfere with the internal function of the triggers. Also, given this unit is more than 18 years old it is expected some wear and tear is also be contributing to the complaint condition. The root cause is being attributed to end user error and normal wear and tear on an 18 year unit. Correction and/or corrective action; the unit was re-fitted with new internal components and returned to the customer at a charge. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to at this time. Was the complaint confirmed? Yes. Preventative action activity. Coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
"Per customer's statement on repair authorization form " fails to defrost". Reference repair order: (B)(4)." Ref e-complaint(B)(4).